Event description:
It was reported that the insulin pump was returned due to the scroll wrap feature. The blood glucose reading was not provided, and no further details were given. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.